Manufacturer narrative:
Date of event: (B)(6) 2020, 29sep2020.

Event description:
The customer called technical support (ts) reporting that the device¿s touch screen is not sensitive and alarmed. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The fse replaced the display screen to resolve the reported issue. The unit passed required performance verification tests per philips standards. The unit was returned to service.